Event description:
It was reported that the pt experience pericardial tamponade due to perforation of the posterior wall of the right atrium. The pt was receiving tpn/lipids through the PICC; perforation resulted in pericardial tamponade, cardiopulmonary arrest. Catheter tip position in svc on insertion; subsequent internal migration to right atrium.

Manufacturer narrative:
The device involved in the incident was not returned for eval. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. Request for additional info regarding the incident were unsuccessful. Without sufficient info, or an eval of the device involved, we are unable to determine the cause or factors that may have contributed to this event. The instructions for use for this device list the following common/potential complications: malposition/migration; perforation of the vessel. The incident report stated "catheter tip position in svc on insertion; subsequent internal migration to right atrium." The instructions for use state the following: "during all dressing changes the external length of the catheter should be assessed to determine if catheter migration has occurred. Periodically confirm catheter placement and tip location." The IFU also contains the following warning: "this is not a right atrium catheter. Avoid positioning the catheter tip in the right atrium. Placement or migration of the catheter tip into the right atrium may cause cardiac arrhythmia, myocardial erosion, or cardiac tamponade."